Event description:
The customer reported that the ac power module wires had pulled out, with sparks and a failure to power up the device. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.